Event description:
Medtronic representative reported that during a cranial surgery, the site lost pointmerge registration. They had to undrape and re-register the patient. The surgery continued using the system with no impact on the patient outcome.

Manufacturer narrative:
The system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. The system was fully functional and the system checkout showed no anomalies.